Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2019. Blood glucose level of the customer when admitted to the hospital was 500 mg/dl. The customer was assisted with the troubleshooting. It was also reported that the customer had difficulty in breathing. The customer was treated with the intravenous fluid for hyperglycemia in the hospital. It was also stated that the auto mode was inactive during the hypoglycemia event. The insulin pump will be returned for the analysis.